Event description:
Reported finding moisture, which smelled like insulin, inside of the device's cartridge chamber. Insulin appeared to be collecting near the device adapter. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.